Event description:
On (B)(4) 2015, the reporter contacted lifescan USA, alleging "goes from a black screen to a grey screen every 3 secs". This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.